Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with no moisture damage on the electronics, motor, vibrator, battery tube assembly, cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported by the customer that their insulin pump was the keypad was unresponsive to user inputs. Customer stated they had gone swimming and the device was exposed to moisture. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 133 mg/dl at time of reporting. Nothing further reported

Manufacturer narrative:
(B)(4)